Event description:
It was reported that there was a revision of the patients left patella and poly due to poly breaking through patella.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown patella. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding crack fracture involving a xsm 9mm metal-backed patella was reported. The event was confirmed. The poly of the patella is fractured on the edge. The material analysis report indicated that the patella components separated due to loading from wear on the poly articulating surface. Dimensional and functional evaluations were not performed as the device is damaged. Medical records received and evaluation not performed as no medical records were provided. Device history review indicated that all devices accepted into final stock met specification. Complaint history review indicated that there have not been any other events for the specified lot. The reported event involves the revision of the patient¿s left insert and patella due to the poly breaking through the patella. The material analysis report concluded that the patella components separated due to loading from the wear that occurred on the patella polymer articulating surface. The exact cause of the event could not be determined because not enough information was provided. No further investigation for this event is possible at this time.

Event description:
It was reported that there was a revision of the patients left patella and poly due to poly breaking through patella.